Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device ¿stopped during the work¿ was not confirmed. However, during evaluation it was observed that the neuro-tip leg and neuro-tip foot had been drilled into. It was determined that the condition of the neuro-tip leg is due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, the assignable root cause was determined to be damage caused by user error. It was further determined that the cause of the craniotome foot being drilled was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. During repair it was also found that the bearings were worn out, worn from normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip of the craniotome device was damaged, and the bearings were damaged. It was noted that two ball bearings had fallen apart, the cages and parts of the inner rings were missing, and the crane boom was damaged. It was noted in the service order that during pre-surgery testing it was observed that the device ¿stopped during the work¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.